Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error while the customer was sleeping. Customer's blood glucose value at the time of event is unknown. Blood glucose value the morning of the call was 468 mg/dl; treated with the insulin pump after changing the set. No significant events leading to the alarm were recalled. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button error alarm noted and the buttons responded properly. No flattened button dome switch or unlock lcd keypad connector noted. The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump had minor scratched display window and cracked reservoir tube lip.